Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a thoracic aortic fusiform aneurysm. It was reported approx. 1 year post index procedure, follow up CT imaging was performed and reviewed by the site. A type ia endoleak and aortic enlargement was observed. No stent ring enlargement, stent ring migration or stent fracture was identified. No secondary procedure was planned / completed in response to this finding. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v nmc4646c218te, serial/lot #: (B)(6), ubd: (B)(6) 2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.